Event description:
The reporter indicated a 12.1mm vicm5_12.1 implantable collamer lens, -08.50 diopter, tore during loading into the cartridge and there was no patient contact or injury. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. . Claim # (B)(4).